Event description:
It is reported that the implant would not engage in the posterior-lateral side of the tibial component.

Manufacturer narrative:
Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. Evaluation: device history records indicate all components were manufactured and inspected to specification. Measured dimensions were found to be within specifications. Gouges were observed on a tab as well as the top and bottom surfaces. This damage may indicate that the articular surface was not correctly placed and oriented before attempted insertion, which could have caused insertion difficulties.